Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system indicating that patients were not profiled to pyxis. In each instance, a nurse identifies the situation and endeavors to procure medication for the patient but is unable to locate the patient in pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that bd pyxis medstation es system patient profile was not shown due to profiles get discharged before getting transferred to another unit location and customer¿s adt hosts were sending discharge messages unintendedly. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system indicating that patients were not profiled to pyxis. In each instance, a nurse identifies the situation and endeavors to procure medication for the patient but is unable to locate the patient in pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in this incident it was determined that patients not profiled in pyxis experienced unexpected issues. Their adt hosts were inadvertently transmitting discharge messages. The system functioned as intended.